Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed unexpected restart. The customer's blood glucose was 135 mg/dl. Troubleshooting was done. Explained to the customer that the insulin pump experienced an unexpected restart. The customer stated that he was showering when the insulin pump began beeping and he received the alarm. Advised to monitor the insulin pump and call if the issue recurred. Nothing further reported.